Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a threaded pin was incarcerated in an attune tibia cut block and broken into two pieces. One piece stayed inside pin driver and second side was stuck in cut block. Slight delay to get block off patient by cutting pin and unscrewing manually. No patient harm.